Manufacturer narrative:
Per the service notification, the biomed determined that the lcd display had developed a power supply unit fault. The customer received exchange unit under service agreement. Customer will scrap the display locally. The acuity display is an off-the shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method - other (bmet confirmed display failure).

Event description:
The customer reported that their display is faulty. No video output. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.